Manufacturer narrative:
The field service engineer (fse) noted the probe wash collar would not consistently reach the end of the manual sampling probe during backwash. The fse noticed the probe was slightly bent and straightened the probe to correct the issue. Instrument verification met the specified requirements per established procedures. (B)(4).

Event description:
The customer reported approximately three milliliters of diluent leaked from the manual probe onto the countertop and floor during backwash involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye glasses and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient impact associated with this event. The customer noted system startup, latron, and quality control passed. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.